Event description:
According to the reporter: the pt has developed a necrotic area around the site where the staples were applied. Stapler was used to fix a split thickness skin graft. Numerous staples have been applied to fix the graft and to fix the dressing to the graft site. The necrotic area was first evident three days after surgery when the dressings are removed for the first time. Necrotic site on right shoulder pt focussed resolution of events and outcomes corrective action taken relevant to the care of the pt: pt outcome: pt is still being monitored.

Manufacturer narrative:
(B)(4).